Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had been experiencing unexplained ongoing high blood glucose levels ranging from 127-327. A correction bolus was delivered to address the bg level. The customer thought that the pump was not delivering the proper amount of insulin. The customer had insulin injections to manage diabetes if needed.